Manufacturer narrative:
An evaluation of the reported devices cannot be performed as the devices were retained by the patient and were not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the surgeon found the baseplate to be loose. He removed the insert and baseplate and reimplanted an m1 baseplate with 10mm l and r wedges and 12/80mm stem with a 16mm med poly. No infection noted at time of surgery."